Event description:
The following has been reported: "problem: pump had cpu alarm failure code 12-0002. Action: replaced cpu, called tech support to get clarification on the country code. Had to calibrate pump 2 times as per cpu procedure then completed a full pm check. Reloaded wifi configuration as well. Resolution: pump connected to wifi returned to service. " resources issue due to a defective cpu board. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.